Event description:
After approached to the la, suddenly, av block, st soared. Since the air was clogged when the coronary artery was imaged, the procedure was interrupted and air was collected. The patient's consciousness was unstable on the way, but when leaving the room, the pulse was stable and the consciousness was clear. The physician's commented that there was a high possibility that air has entered when inserting the sheath into la.